Manufacturer narrative:
This report is for unknown locking screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales representative. This report is for unknown locking screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, patient underwent proximal femoral nail antirotation (pfna) implantation. It was found out by an on- site theatre lead that the proximal femoral nail antirotation (pfna) blade has been migrated laterally and require removal. Lateral migration of the pfna blade was noted on x-ray. Patient underwent removal surgery on (B)(6) 2018. During the removal surgery, blade, pfna nail and distal locking screws were removed. Patient underwent diagnostic testing to confirm the presence of infection. No further surgical intervention has yet been planned. Patient and procedure outcome is unknown. This report is for unknown locking screws this is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.